Event description:
A minimally invasive surgery on the lumbar and sacral spine for a posterior decompression and fusion of vertebrae l4 to s1, due to spondylolisthesis and after a beforehand performed alif on these vertebrae, with intended placement of 6 vertebra screws bilateral, was performed with the aid of the display by the brainlab spine & trauma navigation 2.0. From an intra-operative verification c-arm scan, the surgeon determined that 3 spine k-wires placed with navigation for following screws, in vertebrae right l4 to s1, deviated from their intended positions shifted cranial by ca. 3-4mm. 2 of the 3 deviating initial k-wire placements were successfully corrected with navigation before inserting their following screws at the very same surgery. One of the re-positioned k-wires, at right l4, still deviated after the correction attempt with navigation. The surgeon decided to remove this k-wire at right l4, without placing its following spine screw at this location, since the formerly performed alif ensures sufficient fixation of the complete fusion construct without it. The resulting 5 of the 6 intended spine k-wire and screw placements were at their correct locations at the end of the surgery. According to the surgeon (treating clinician): the deviation of the spine k-wires placed with the aid of navigation was detected by the surgeon with intra-operative c-arm scans before finalizing the surgery, and 2 of the 3 deviating initial placements were successfully corrected with navigation before inserting their following screws at the very same surgery, whereas one of the initial deviating k-wires was decided to remove after a position correction attempt, without placing a following spine screw at this location at this surgery, since the formerly performed alif ensures sufficient fixation of the complete fusion construct. There was no direct (or increased) of harm to a critical structure due to the deviating spine k-wire placements at this surgery. There was no harm nor negative effect to the patient resulting due to this issue, also not due to the surgery/anesthesia prolong of ca. 60min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was also not prolonged.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and k-wires were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): the deviation of the spine k-wires placed with the aid of navigation was detected by the surgeon with intra-operative c-arm scans before finalizing the surgery, and 2 of the 3 deviating initial placements were successfully corrected with navigation before inserting their following screws at the very same surgery, whereas one of the initial deviating k-wires was decided to remove after a position correction attempt, without placing a following spine screw at this location at this surgery, since the formerly performed alif ensures sufficient fixation of the complete fusion construct. There was no direct (or increased) of harm to a critical structure due to the deviating spine k-wire placements at this surgery. There was no harm nor negative effect to the patient resulting due to this issue, also not due to the surgery/anesthesia prolong of ca. 60min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was also not prolonged. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root causes for the initial k-wires in vertebrae right l4 to s1 deviating by ca. 3-4mm shifted cranially, and for the right l4 k-wire still deviating shifted cranially after its position correction attempt, from their intended locations placed in the spine with the aid of navigation, are: a) for the initially placed k-wires in vertebrae right l4-s1: a de-calibrated, and therefore inaccurate, non-brainlab c-arm was used to acquire the pre-placement patient fluoroscopy scans with automatic image registration of the current patient anatomy to navigation, and the registration was accepted by the user for navigation. Test scans with this non-brainlab c-arm performed by a c-arm manufacturer's representative and a brainlab representative after the procedure revealed a calibration deviation of ca. 3-4mm, matching the observed placement deviations at the surgery, and re-calibration of the c-arm was required. This supports that the c-arm became decalibrated before its use at this surgery. A c-arm that loses its calibration (due to e.g. High mechanical forces at transportation or storage inside the user facility) results in an inaccurate anatomy registration in the navigation. Apparently, despite the user suspected the navigation accuracy being less than desirable upon verifying the navigation registration accuracy after the scan, the full extent of the resulting deviation between the actual patient anatomy location during the affected placements and the registered pre-placement patient scan displayed by the navigation for instrument position visualization, was not recognized by the user with the necessary navigation accuracy verification of the registration, and throughout the surgery before and during performing significant invasive actions. B) for the position correction attempt in vertebra right l4: - a movement of the navigation reference array during the surgery and after registering the pre-correction-placement image scan to the navigation, due to a not sufficiently rigid fixation to the bone with the schanz pins by the user, and inadvertent forces applied to the array or its fixation. Imaging data provided by the hospital for this surgery show that the schanz pins - fixating the navigation reference array - were not fully anchored in the iliac bone as required, but only in the margin of the bone and in the sacroiliac joint. Further the imaging data show that the schanz pins (and with it the array) have moved in between the pre-placement c-arm scan and the verification scan, which must have occurred after the correct placement revisions in right l5 and s1, but before the placement correction attempt in right l4. Movement of the reference array after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked for position visualization, and the actual patient anatomy. This movement cannot be compensated by the navigation software. Apparently, the resulting deviation during this placement correction attempt in between the locations of the actual patient anatomy and the registered pre-placement patient scan displayed, was not recognized by the user with the necessary navigation accuracy verification throughout the surgery, i.e. Before and during performing significant invasive actions. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. The inaccurate/decalibrated non-brainlab c-arm used at this surgery was already inspected and re-calibrated by a c-arm manufacturer's representative (commissioned by the hospital), and following that the corresponding new properties of the c-arm were calibrated to the navigation by brainlab, on sep 30, 2024.